Event description:
Literature: paicius rm, bernstein ca, lempert-cohen c. Peripheral nerve field stimulation for the treatment of chronic low back pain: preliminary results of long-term follow-up: a case series. Neuromodulation: technology at the neural interface 10(3)(2007). Summary: this study examined the efficacy of peripheral nerve field stimulation (pnfs) for the treatment of chronic lower back pain in six patients who had failed conventional therapies. Patients were implanted in the subcutaneous tissues of the lower back region with neurostimulation leads in the region of maximum pain. Results showed that pnfs enabled patients to decrease their pain medication and increase their level of activity. The authors concluded that pnfs is a safe and effective alternative treatment for patients with chronic low back pain. Reportable event: case 5, a (B)(6) woman with lumbosacral disc degeneration and lumbosacral neuritis prior to participation in the study had two spinal cord stimulation systems that were complicated by infection, lead migration, battery failure and meningitis. It was not possible to ascertain which events were related to each device.

Manufacturer narrative:
Implanted: unk explanted: unk, neu_ins_stimulator model: unk serial # unk implanted: unk explanted: unk, lead model unk lot# unk serial# unk implanted: unk explanted: unk. Actual event date is unknown. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested.